Event description:
According to the police report, the end user was operating the motorized wheelchair in the middle of the roadway at night and was struck by a motor vehicle. Allegedly as a result of the event, the end user required hospitalization.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. According to the police report, the end user was operating the motorized wheelchair in the middle of the roadway at night when struck by a motor vehicle. The owner's manual warns, 'do not drive your teknique on the roadway".